Manufacturer narrative:
Block b3: exact date unknown, event occurred years from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 21562676/21028378.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working as intended. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted products were not released by the facility per protocol.